Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-00507. It was reported during lead / anchor replacement on (B)(6) 2020 (mfg 306705815-2020-00215 & 3006705815-2020-00216), it was discovered one of the anchors was broken. The leads and anchors were explanted and replaced however a part of the broken anchor remains implanted. Note: it is unknown which anchor was broken and partially remains implanted, as such both anchors are being reported.